Event description:
It was reported that infusion set fell off during use on (B)(6) 2026.

Manufacturer narrative:
Name: tandem, country: united states, address ¿ line 1: 11045 roselle street, city: san diego, state: ca, zip code: 92121, initial 3 of 6. Based on the available information, this event is deemed to be a reportable malfunction. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.